Manufacturer narrative:
The glidescope avl/gvm monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned gvm monitor and was unable to confirm the video failure. The video image remained normal while connected to test equipment. The monitor was powered on for 90+ minutes without the loss of image. The camera image quality test was performed and passed. The back shell of the monitor was found damaged and subsequently replaced. The glidescope avl/gvm monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl/gvm monitor, the image on the monitor was flickering off. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.